Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: a curved opening on radius, wear abrasion, and fold creases. Leak test and microscopic analysis was performed which identified: a striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.